Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge confirmed a leak at the bond socket of the fmp. The cycler alarmed appropriately. Co considers this a random isolated event and will continue to monitor as part of the routine complaint process. A direct correlation between cosystem one and the reported blood loss cannot be established. Facility staff has been notified. No details were provided at that time regarding the blood loss which occurred in 2007. If additional information is received indicating that the event was device related, a follow up report will be submitted.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, a therapy fluid occlusion alarm followed by a balance chamber pressure alarm occurred. It was reported that clear fluid was noted on the floor. Due to the amount of time troubleshooting, the alarms clotting of the circuit occurred and rinseback was not performed, resulting in an estimated blood loss of 190cc. Upon follow up with the facility, it was learned that clotting of a cartridge also occurred on 8/28/07 resulting in an estimated blood loss of 190cc at that time. The patient was hospitalized following the second event due to decrease in hemoglobin and his routine epogen dose was increased. No other medical intervention was required.